Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. During transseptal puncture, when placing the transseptal introducer, it was thought the introducer crossed the septum to the left atrium; however, injection of contrast revealed the introducer was in the pericardium. The patient remained asymptomatic and no treatment was required. There were no performance issues with any sjm device.